Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The following was reported to me today from account (B)(4). Product code 826631, microsensor basic kit was implanted yesterday and when they took the patient to CT scan and returned the icp express read no transducer detected. I was able to obtain the product from the hospital and it appears as if the transducer was stretched to breakage when they moved the patient and it stopped working. I will be sending the sample in to codman for testing. Per rep, no delay or adverse.

Manufacturer narrative:
Updated UDI -- (B)(4). The device was returned and evaluated by the supplier. A review of manufacturing records found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material was stretched 25.5 cm from the tip. Internal wires were broken at the stretched site. Epoxy taper damaged at the bend in the catheter, and suture was attached to the catheter material. Due to the condition in which the device was received, no functional testing was possible. The supplier was able to confirm the reported issue and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.